Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were no insulin drips exiting the tubing during the fill tubing process. Reportedly, the customer went past 30 units on the fill tubing screen and no insulin was seen. Customer stated around 15-20 units is usually used for fill tubing. Tandem technical support (cts) instructed the customer to disconnect tubing from the cartridge and continue the fill tubing. The customer reported no insulin droplets were seen from the cartridge tubing when completing the fill on the second try. Cts then advised the customer to change out supplies and try a new cartridge and new tubing; customer was able to successfully change out supplies and complete the load sequence. The customer's blood glucose level was 230 mg/dl.